Event description:
A rn called fresenius technical support to obtain a peritoneal dialysis pt's history. The rn stated the pt was released from home training on (B)(6). The pt was admitted to the hospital on the 19th for retaining fluid. The pt was released on (B)(6) and has been doing continuous ambulatory peritoneal dialysis (capd) since then with no problems. The nurse is unable to check data info because the cycler is not at the clinic. Technical support offered a replacement but the rn declined. She says the pt does not want to use the cycler anymore and will continue to do capd. The rn will call back when she gets the usb drive from the pt so she can download treatment history.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not available for evaluation. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints for this device. A review was performed by the post market clinical department. Per the pharmacovigilance physician, review of clinical and medical records indicate that the cycler performed as designed and programmed pt's volume status and clearance are determined by dialysis prescription. There is no evidence of device malfunction. Low ultrafiltration volumes are caused by catheter kinks, fibrin, or catheter position.